Manufacturer narrative:
(B)(6). The reported event was identified during review of a journal article brian j. Mcgrory, md, ms, anna jorgensen, md, et al. High early major complication rate after revision for mechanically assisted crevice corrosion in metal-on-polyethylene total hip arthroplasty. Concomitant medical products: unknown cup; unknown liner; unknown head. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 05893.

Event description:
It has been reported in a journal article that 16 patients experienced symptomatic macc (mechanically assisted crevice corrosion) with unexplained pain or osteolysis greater than 1 cm. Attempts have been made and additional information on the reported event is unavailable.